Event description:
According to the reporter, during a laparoscopic incisional hernia procedure, when the surgeon was attempting to inflate the access balloon, the device¿s balloon would not inflate. Another second one was opened but had the same issue occurred. A third device was used to complete the case. No patient status given.